Event description:
It was reported that non-sustained rv oversensing episodes due to myopotential oversensing was observed. It was recommended to attempt to reproduce the oversensing in clinic and programming change. Patient was asymptomatic.

Manufacturer narrative:
Not returned. (B)(4).